Event description:
The customer alleged the lift¿s plug rods were burnt. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Per the customer, after using the lift, a crackling noise was heard and upon closer inspection, it was discovered that the plug rods were burnt. The lift motor was removed from service. During a site inspection, the hrc technician determined that the lifts charger had been plugged into a wall socket behind the patient bed which was very close to the wall. When the hilow of the bed was adjusted, the headrest was then pulling on the charger sockets causing damage to the plugs and creating electric arcing. It was additionally noted that the wall sockets do not fit the plugs properly, there was a lot of play between the wall socket and our plugs causing additional risk for arcing. The periodic inspection document for overhead lifts ( 3en191001 rev. 2) states the following under instructions for the check points: charger: access to the mains connections must not be blocked and have no damage. Although there was no injury reported and the issue could be contributed to the facilities infrastructure, if the reported arcing of the lifts plug were to recur during use, it could lead to serious injury or death ,therefore hillrom is reporting this event. Correction: updated section b5 hillrom complaint ref from (B)(4). To (B)(4)., no other updates.

Event description:
The customer alleged the lift¿s plug rods were burnt. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Per the customer, after using the lift, a crackling noise was heard and upon closer inspection, it was discovered that the plug rods were burnt. The lift motor was removed from service. During a site inspection, the hrc technician determined that the lifts charger had been plugged into a wall socket behind the patient bed which was very close to the wall. When the hilow of the bed was adjusted, the headrest was then pulling on the charger sockets causing damage to the plugs and creating electric arcing. It was additionally noted that the wall sockets do not fit the plugs properly, there was a lot of play between the wall socket and our plugs causing additional risk for arcing. The periodic inspection document for overhead lifts ( 3en191001 rev. 2) states the following under instructions for the check points: charger: ¿ access to the mains connections must not be blocked and have no damage. Although there was no injury reported and the issue could be contributed to the facilities infrastructure, if the reported arcing of the lifts plug were to recur during use, it could lead to serious injury or death ,therefore hillrom is reporting this event.